Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege in the years following his surgery, pt suffered from discomfort and pain in his hip. It became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Pt's treating orthopedic surgeon has concluded that the hip implant had failed and needed to be replaced. Pt is scheduled to undergo a revision surgery on (B)(6), 2011.